Event description:
On (B)(6) 2019, doctor 1 performed an orif of the fifth metatarsal on a female patient at facility x. According to the associated trilliant surgical sales representative, the patient came in to her follow-up appointment with report of pain and admittance of non-compliance. X-rays were utilized to determine that the site that had previously begun to fuse had been rebroken due to the patient's noncompliance, however, none of the implanted hardware was broken. On (B)(6) 2019, doctor 1 removed the trilliant surgical 5 hole vlc gridlock plate (300-50-005) and screws and re-plated the site with a competitor's hardware. The 5 hole vlc gridlock plate (300-50-005) and associated screws were discarded at the removal case despite the sales representative's attempt to retrieve them and return them to corporate for review.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-8 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be onset of patient pain. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Reprocessor name and address (d9) n/a to this report. 6. Concomitant medical products and therapy dates (d11) not reported. 7. Section h9 n/a to this report. 8. No files attached to this report. Corrected information provided in follow-up submission: b3 - date of event is unknown. B5 - description of event/problem for initial submission - corrected to not identify any institution by name. D2 - common device name (product code is correct in initial submission). D3 - fax number added. D4 - model #, catalog #, serial #. D5 - operator of device at the time of the event is corrected to patient as the patient admitted to noncompliance. E1 - telephone corrected. Section f is n/a to this report. G1, g2 - fax number added. G3 - health professional and distributor are selected, company representative is deleted. H10 - corrected data - note: previous section h10 had a typo in the part number as it referenced part number 300-50-003 while the correct part number to reference is 300-50-005. Additional information provided in follow-up submission: d4 - lot #, unique identifier (UDI) #. G1 - name, telephone, and email address updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation conducted 03/20/2020: lot tsl001087 was identified as the lot number for this event. The lot number was identified upon review of associated sales data. The corresponding device history record (DHR) was reviewed for any significant events (i.e. Nonconformances, reworks, deviations) that may correlate to the reported event and no adverse events were identified. As a result of the DHR review, it is concluded that there are no identified issues correlating to the reported event.

Manufacturer narrative:
Investigation summary: an event was reported where a 300-50-003 gridlock plate broke due to patient noncompliance. The fracture was confirmed to begin to fuse, but due to noncompliance, the site re-broke although the hardware was still in-tact. The hardware was removed and the site was re-plated. The parts were discarded at the case and a limited investigation was completed with the available information. A lot number of any of the hardware is not known and parts were not returned. A DHR review, visual/dimensional inspection, and simulated use testing was not able to be completed. No information related to the case details of the original implantation were provided and it cannot be confirmed if the IFU was followed. As there were no complaints associated with the hardware and the hardware was able to stay in-tact even through non-compliance, it can be assumed that there were no significant deviations from the IFU. The complaints log was reviewed for the past 12 months for this plate, this is the only complaint associated with this part number. The root cause of the event is most likely due to patient noncompliance, as stated in the event description.

Event description:
On (B)(6) 2019, the surgeon performed an orif of the fifth metatarsal on a female patient at (B)(6) medical center. According to our trilliant sales representative, the patient came in to her follow-up appointment with report of pain and admittance of non-compliance. X-rays were utilized to determine that the site that had previously begun to fuse, had been rebroken due to patient's noncompliance, however; none of the implanted hardware was broken. On (B)(6) 2019, the surgeon removed the trilliant 300-50-005 vlc gridlock plate and screws, and re-plated the site with other hardware. The 300-50-005 5 hole vlc gridlock plate and associated screws were discarded at the removal case despite the representatives attempt to retrieve them and return them to corporate for review.